Manufacturer narrative:
(B)(4). The received device was evaluated by the manufacturer. The DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. There was no deviation or non-conformance. Device history lot : product code 130738203, lot number 5257578. Device history review: the DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. There was no deviation or non-conformance.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the received device was evaluated by the manufacturer. The DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. There was no deviation or non-conformance. Device history lot ==> product code 130738203, lot number 5257578 device history batch ==> null device history review ==> the DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. There was no deviation or non-conformance.

Event description:
Complaint description: patient was revised to address an infection. Update (B)(6) 2017: claim letter received. This complaint was updated on. Update (B)(6) 2017: claim letter has been reviewed. The document indicates that approximately two months post primary reverse shoulder replacement the patients shoulder was not functioning as intended and was manipulated by his surgeon to allow him to use his shoulder during physical therapy. Shortly thereafter, the patients shoulder became infected for which he received antibiotic therapy. At time of revision due to infection, a biopsy of the tissue surrounding the previous location of the artificial shoulder was taken and revealed foreign fibers, including metal, within the tissue. The total reverse shoulder was explanted upon revision and antibiotic spacers were placed. Once the infection cleared an unknown shoulder replacement system was re-implanted. The claim letter also indicates that the patient is still having pain. Please take note, it is unknown if the current shoulder replacement is depuy products. Reportability has been updated. Updated (B)(6) 2017. / investigation method: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found one additional unrelated report against the provided product code 130738203 lot code 5257578 and product 130790036 lot 5261597 combinations. The additional reports (com (B)(4) were for unrelated harms to the current reported patient infection. A worldwide complaint database search found no additional related reports against the remaining provided product code/lot code combinations. Based on the inability to find any additional related reports against the provided product code/lot code combinations it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-(B)(4) appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. Update (B)(6) 2017: claim letter received. No device associated with this report was received for examination. A complaint database search on the provided dxtend stand pe cup d38 +3mm (product code 130738203, lot number 5257578) found additional reports. A previous DHR review (com-(B)(4)) did not reveal any related manufacturing deviations or anomalies on the reported lot number (5257578). A complaint database search on the provided dxtend screw lock . A 5x48mm (product code 130790048, lot number 5261597) found an additional report a previous DHR review(com-(B)(4)) did not reveal any related manufacturing deviations or anomalies on the reported lot number (5257578). A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination(s). Based on the inability to find any additional related reports against the remaining product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Investigational inputs were requested as indicated per internal procedures for this failure mode, however no information was provided to depuy. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. Update (B)(6) 2017: reopen due to receipt of devices / investigation summary: the patient was revised to address an infection. Doi: (B)(6) 2016 - dor: (B)(6) 2016, left shoulder. No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Update (B)(6) 2017: claim letter received. Update (B)(6) 2017: claim letter has been reviewed. The document indicates that approximately two months post primary reverse shoulder replacement the patient had his shoulder was not functioning as intended and was manipulated by his surgeon to allow him to use his shoulder during physical therapy. Shortly thereafter, the patients shoulder became infected for which he received antibiotic therapy. At time of revision due to infection, a biopsy of the tissue surrounding the previous location of the artificial shoulder was taken and revealed foreign fibers, including metal, within the tissue. The total reverse shoulder was explanted upon revision and antibiotic spacers were placed. Once the infection cleared an unknown shoulder replacement system was re-implanted. The claim letter also indicates that the patient is still having pain. Please take note, it is unknown if the current shoulder replacement is depuy products. Reportability has been updated. Updated (B)(6) 2017. No device associated with this report was received for examination. A complaint database search on the provided dxtend stand pe cup d38 +3mm (product code 130738203, lot number 5257578) found additional reports. A previous DHR review (com-(B)(4)) did not reveal any related manufacturing deviations or anomalies on the reported lot number (5257578). A complaint database search on the provided dxtend screw lock d4.5x48mm (product code 130790048, lot number 5261597) found an additional report. A previous DHR review(com-(B)(4)) did not reveal any related manufacturing deviations or anomalies on the reported lot number (5257578). A worldwide complaint database search found no other reported incident(s) against the remaining product/lot combination(s) since release for distribution. Corrective action was not indicated. Update (B)(6) 2017: reopen due to receipt of devices.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the received device was evaluated by the manufacturer. The DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. There was no deviation or non-conformance. Device history lot: product code: 130738203, lot number 5257578. Device history review: the DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. There was no deviation or non-conformance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.